Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient involved in a clinical study who received fentanyl (400.0mcg/ml, 326.09mcg/day), bupivacaine (30.0mcg/ml, 24.456mg/day), and clonidine (550.0mcg/ml, 448.37mcg/day) in an implantable pump malignant pain (breast). The patient experienced pain at the pump site on (B)(6) 2014. The patient then missed their scheduled refill appointment, resulting in a low reservoir alarm on (B)(6) 2014. The low reservoir alarm occurred prior to rescheduling the pump refill. The patient then experienced increased pain secondary to the low reservoir. The pump was refilled on (B)(6) 2014. The pump was refilled/reprogrammed on (B)(6) 2014; resolved without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.